Manufacturer narrative:
Bd received a 20ga insyte autoguard catheter-adapter assembly with no packaging material. The remainder of the assembly was not returned for evaluation. Through the visual examination, there were traces of patient residue (blood) present on the catheter tubing. The catheter tubing was received slightly curved (due to handling-transport). The catheter tip was acceptable per specifications. The unit revealed a cut (v-shaped) on the catheter tubing near the tip. The v-shaped cut on the unit was caused by the needle tip spearing through the catheter. It is unknown if it occurred during manipulation of the product at user environment or during the manufacturing process.

Event description:
It was reported that 2 20g x 1.00in (1.1 x 25 mm) insyte autoguards experienced catheter splitting/cracked/shearing/frayed which was noted during use. The following information was provided by the initial reporter: material no. 381433 batch no. Unknown. Email: IV sheaths are splitting when entering pt's skin, 20 gauge sheaths.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA via medwatch # mw5088120. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 20g x 1.00in (1.1 x 25 mm) insyte autoguards experienced catheter splitting/cracked/shearing/frayed which was noted during use. The following information was provided by the initial reporter: material no. 381433, batch no. Unknown. Email: IV sheaths are splitting when entering pt's skin, 20 gauge sheaths.